Manufacturer narrative:
The device has been requested but has not been returned to the MFR. Neither meter serial number nor test strip lot info was provided. The owner's guide and previous field returns have been reviewed. There is no evidence from previous field returns the event was caused by a meter malfunction. Based on the limited info provided, the root cause of the incident could not be determined, though an improper insulin schedule is highly suspected. The meter readings of both comparisons fall within 15% of their averages. The bgstar measurements fall within zone b of the consensus error grid (altered clinical action-little or no effect on clinical outcome). It is entirely possible to observe seemingly large differences in measurements between brands while they are both operating within their reported accuracies. It is the physician's responsibility to recognize this brand-to-brand difference and adjust a pt's insulin schedule accordingly. This event will continue to be trended.

Event description:
The caller alleges the bgstar meter is inaccurately measuring blood-glucose too high. As a result, add'l insulin was administered causing hypoglycemia. Medical history includes cholesterol, blood pressure, heart and thyroid problems since before the treatment with the drugs. The pt started treatment for these conditions five years ago. It was reported that the pt was had type ii diabetes since 12 years ago. Since 2008, the pt has used apidra (unk dose) and lantus (62 iu daily). Twenty-five days prior to the reported date, the pt's meter was switched from the accu-check to the bgstar, since then it was noticed an increase of the values showed on the glucometer, which led the pt to use more apidra as a corrective measure. The pt felt apathetic and constantly fainted. After visiting several physicians, the conclusion was that she had become hypoglycemic. The pt then compared the readings of the accu-check and bgstar: accu-check 95 mg/dl, bgstar 127 mg/dl and later, accu-check 127 mg/dl, bgstar 167 mg/dl. The pt believes this proves the bgstar to be inaccurately high and caused her to administer more insulin and become hypoglycemic. The pt had fully recovered from the events by the time of the call.